Manufacturer narrative:
Sr-367921

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, during sensor insertion it was noticed that the sensor wire detached and stayed with the needle and applicator. The attempted sensor insertion was at the abdomen. No additional event or patient information is available.